Event description:
The lead was returned to the manufacturer for analysis after 14.5 months implant duration because, the patient did not feel paresthesia any more after a cephalic MRI. Lead impedances were normal. The neurostimulator was functioning normally and was not reset by the MRI. The lead was explanted and a new lead positioned at the exact same position. The patient still did not feel paresthesia. The lead was pushed slightly higher (1 metamer higher) and the patient felt good stimulation.

Manufacturer narrative:
(B)(4). Final device analysis results revealed multiple broken conductor wires 16.3 centimeters from the distal end.